Event description:
It was reported that there was a connection issue between titanium adapter and the catheter. The issue occurred during dwell four the homechoice device for peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy. Additionally, the nurse reported that the patient had stepped on the tubing causing the catheter adapter and the catheter to come apart. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient had stepped on the tubing, which pulled the titanium adapter from the catheter. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.